Event description:
MFR rec'd a report of a mother operating her son's power wheelchair while standing in front of it. The wheelchair allegedly moved forward pinning the mother against a couch and resulted in her sustaining a fractured patella. No malfunction has been discovered.